Event description:
It was reported to medtronic minimed that the customer experienced occluded, possible under delivery anomaly. The customer reported hyperglycemia, hyperglycemia, elevated ketones/diabetic ketoacidosis, hypoglycemia treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, glucose/carb intake. Customer reported the following led up to the event: ketoacidosis every other day. 3 times in the last week document treatment for high bg: 10u with a syringe chicken broth and water other than insulin, indicate medications taken to treat diabetes: jardiance 10 mg every morning to prevent spiking lantus 10u every night document type of diabetes: type 1. The event involved product(s) mmt-397a, mmt-1884, mmt-332a. Customer was not using the auto mode/smartguard feature at the time of the event. Insulin flow blocked alarm customer reported insulin flow blocked alarm. Troubleshooting was performed. Pump passed 5u fill cannula test. High bgs/under delivery customer reported high bgs. Customer has been using the insulin pump system within 48hrs of reported high bg event. Low bgs/over delivery customer reported low bgs. No further patient complications were reported. No product return is required for mmt-397a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a.

Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The customer was hospitalized per treatment code listed on smarsolve for alleged high bgs/dka/low bgs and possible under delivery anomaly on (B)(6) 2025 on the primary svn (B)(4). On svn (B)(4) the customer returned the pump for alleged insulin flow block alarm and high bgs/dka/low bgs on (B)(6) 2024. On svn (B)(4) the customer returned the pump for alleged insulin flow block alarm and high bgs/dka/low bgs on (B)(6) 2024. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump was programmed with a basal profile and monitored for 2 days. The basal profile delivered properly. No basal anomaly noted. Please see below pertaining to the primary svn (B)(4) and event date 02-jan-2025. Please see below for the boluses listed on the event date 02-jan-2025 in the pump history file. (B)(6) 2025 10:13:37.000 normalbolusdelivered (220): bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 41000 (4.1 u) and bolusamountdelivered: 35500 (3.55 u). (B)(6) 2025 10:23:57.000 normalbolusdelivered (220): bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 4000 (0.4 u) and bolusamountdelivered: 4000 (0.4 u). (B)(6) 2025 15:57:51.000 normalbolusdelivered (220): bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 30000 (3 u) and bolusamountdelivered: 30000 (3 u). (B)(6) 2025 22:35:55.000 normalbolusdelivered (220): bolusprogrammingmethod: boluswizard (1), normalbolusamountprogrammed: 30000 (3 u) and bolusamountdelivered: 30000 (3 u). Unable to verify customer's daily total of all insulin delivered surrounding the event date of 02-jan-2025 listed on smartsolve due to insufficient data in the trace/history files. There were no autosuspend (12) alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the event date 02-jan-2025 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 02-jan-2025 in the pump history file. (B)(6) 2024 11:57:00.000 alarmalertnotification (40); faultnumber: lowbatteryalert (104). (B)(6) 2024 21:28:00.000 alarmalertnotification (40); faultnumber: changebatteryfault (73). (B)(6) 2024 21:29:16.000 batteryremoved (55). (B)(6) 2024 21:29:16.000 alarmalertnotification (40); faultnumber: batteryremoved (84). (B)(6) 2024 21:29:26.000 batteryinserted (44). (B)(6) 2025 08:16:00.000 alarmalertnotification (40); faultnumber: nodelivery (7) - during basal. (B)(6) 2025 08:20:00.000 alarmalertnotification (40); faultnumber: nodelivery (7) - during basal. (B)(6) 2025 08:23:00.000 alarmalertnotification (40); faultnumber: nodelivery (7) - during basal. (B)(6) 2025 10:13:37.000 alarmalertnotification (40); faultnumber: nodelivery (7) - during bolus. Low battery alert was expected due to the customer's battery in the pump is low on power. The replace battery alert/change battery fault (73) was expected (triggered 9.5 hours after the low battery alert). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. Nodelivery (7) alarm not confirmed. Please see below pertaining to svn (B)(4) and event date 28-dec-2024. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 28-dec-2024 in the pump history file. Please see below pertaining to svn (B)(4) and event date 26-dec-2024. There were no unexpected pump error(s)/alarm(s) noted 2 days prior to the event date 26-dec-2024 in the pump history file. The pump passed the functional testing. Unable to confirm alleged high bgs/dka/low bgs. Possible under delivery anomaly not confirmed. No delivery alarm/occlusion alarm (insulin flow block alarm) not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.